Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable due to user error. The patient was unable to locate the battery with the controller and did not charge for three months. Troubleshooting was attempted unsuccessfully. As a result, the ipg was explanted and replaced on (B)(6)2019. Effective therapy was established post-operatively.